Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. The consumer indicated that on (B)(6) 2013, she used a tampon and the tampon exploded in numerous pieces upon removal. She visited her doctor on (B)(6) 2013 and he did not locate any residual material left behind. However, he did note there was irritation and inflammation. She was prescribed antibiotics. On (B)(6) 2013, she visited the ER due to severe migraine headaches. The ER physician performed bloodwork and noted that her blood cell count was higher than normal. She was prescribed antibiotics and released. She stated the ER physician did not feel her symptoms were related to the tampon.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.